Event description:
Customer reported apl valve plunger is sticking. There was no report of pt involvement. Investigation/conclusion: the returned apl valve was tested, and the reported complaint was confirmed. The valve was then disassembled. Inspection of the spring cup revealed marks on the large diameter surface. It was determined that the marks were made post-MFR of the cup. The marks were consistent with being grabbed by a pliers or other similar device. The mfg and assembly procedures were reviewed. The assembly procedure of the apl spring into the apl barrel is a manual operation with no tools involved. The exact source of the marks could not be determined. Initial review of the complaint deemed it to be not reportable. However, in a subsequent review of the complaint database, it was determined to be reportable.